Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence and subsequently underwent additional surgeries to treat mesh-related complications. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, about 2 years post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence, neuralgia thereby underwent mesh explant. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following is alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that the patient subsequently endured additional surgeries to treat mesh-related complications. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with left inguinal hernia and underwent open repair with perfix plug. Per the operative notes, "the left inguinal sac was dissected. The defect was large, so large perfix plug was placed into the defect and sutured." (B)(6) 2014 - patient had small amount of drainage. (B)(6) 2014 - patient underwent right inguinal hernia repair with synthetic mesh. (B)(6) 2016 - patient was diagnosed with bilateral inguinal neuralgia and recurrent hernia thereby underwent repair with explantation of bilateral inguinal meshes. Per the operative notes, "the synthetic mesh that was inserted during his previous inguinal hernia repairs was found to be densely incorporated with external oblique aponeurosis. The mesh was completely explanted. Biological meshes were then secured. A similar technique was used in left side with explantation of previously inserted perfix plug and underwent ilioinguinal neurolysis." Attorney alleges that the patient had mesh migration, loss of testicles, hernia recurrence, infections, pain and subsequent surgery.

Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for a hernia recurrence and subsequently underwent additional surgeries to treat mesh-related complications. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to remove the perfix plug and repair a recurrent hernia. It is alleged by the patient's attorney that the patient subsequently endured additional surgeries to treat mesh-related complications. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.